Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the guidewire issue upon insertion. Response received on: (B)(6) 2026. PICC line placement took place on wednesday, (B)(6) 2026 at 15:00. The needle guide was in position in the basilic vein ultrasonographically. The guide wire was threaded through the needle guide. The guide wire did not advance smoothly. On an attempt to remove the guide wire, the wire started fraying. The needle guide and the guide wire were successfully removed from the patient. On examination of the guide wire the tip was still intact but 23cm from the tip a section was fraying. No patient was harmed.